Event description:
Two alerts regarding noise on the rv channel with aborted shocks were received through hmsc. The patient reported to the md that he had fallen down a month ago while he was skiing. A new rv lead was implanted on (B)(6) 2020.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided follow up data, recorded between 3-aug-2019 and 8-mar-2020, recorded the rv sensing amplitude constantly around 20mv. The rv pacing impedance was initially recorded at 55ohms before it rose abruptly onto 1200ohms in the end of the recorded period. The analysis of the provided iegm episodes found artifacts in the rv and ff channel, which led to the reported oversensing as well as inappropriate ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.